Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest equipment. There was no alleged device malfunction contributing to the sores. The patient¿s physician prescribed a zinc oxide for the sores. Follow up indicated that the sores improved.